Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip of the fiber broke inside the patient. The tip was recovered from the bladder endoscopically with grasping forceps. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no patient injury reported due to the event.